Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was replaced due to an initial pocket infection, physician decided to change the device in order to reduce the potential infection risk of the entire system. The device is not expected to be returned. No additional adverse patient effects were reported.